Manufacturer narrative:
G3/g4: new information received was final summary of evaluation activities from engineering on february 28th, 2022. H6: 213, no device problem found - review of manufacturing records indicated that the device met all pre-release specifications. Engineering and imaging evaluation of provided images: imaging evaluation summary: the image(s) received cannot be used to perform an imaging evaluation due to the insufficient data and/or poor quality of the image(s) provided. One jpeg image provided for evaluation. No names, dates, or demographics included on the image. Cannot confirm anatomical vs. Device issue with available image. Engineering evaluation summary: the event description describes that during the procedure they ¿advanced the device through the sheath again with still a lot of resistance¿, however, this could not be confirmed as the delivery system of the endoprosthesis was not returned. The physician attempted to move the device distally to reposition the device while still constrained ¿the side of the left renal seemed to just stay put, and the right side of the device came back in an unusual fashion¿. Given the information provided, it could not be determined what caused the observation. The physician¿s observation that the proximal portion of the graft was pulled way down and the proximal portion of the contra limb side stayed in place is consistent with the image provided, however the cause could not be determined. Based on the findings from the evaluation, the physician¿s observation that they had ¿advanced the device through the sheath again with still a lot of resistance¿ could not be confirmed as the delivery system of the endoprosthesis was not returned. Furthermore, the physician¿s observation that the proximal portion of the graft was pulled way down and the proximal portion of the contra limb side stayed in place is consistent with the image provided, however the cause could not be determined. The following were previously left blank and have been filled in: b2: outcomes attributed to the event were previously left blank and include: required intervention to prevent impairment and other. D6: single used device that was not reprocessed. G2: report source - company representative and healthcare professional.

Manufacturer narrative:
G3/g4 PMA/510k number was incorrectly listed previously. Corrected to p200030.

Manufacturer narrative:
According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to endoprosthesis or delivery system: improper component placement; incomplete component deployment; unintentional / premature component deployment; leading end catheter component retention; component migration; separation of graft material from stent; occlusion; infection; stent fracture; graft material failure, dilatation, erosion, puncture, perigraft flow.

Event description:
A treatment plan was made using a gore® excluder® conformable aaa endoprosthesis stent graft ipsilateral leg component as the main body device (cxt261412). As reported, a 16f gore® dryseal flex introducer sheath was utilized and introduced in the left common femoral artery (cfa) and was met with a lot of resistance. The physician withdrew .5cc from the dryseal valve hoping this would help the device pass. He advanced the device through the sheath again with still a lot of resistance but was able to get the device through. The device was placed at the infrarenal target site and deployed. It was reported that the device was placed a little high with initial deployment, and the intent was to bring it down to precise placement later. From the initial placement, there was about 75% of left renal coverage and he opted to constrain the device and bring it down below the left renal. As reported, the constraining mechanism seemed to work as it was supposed to. However, as the physician withdrew the device, the side of the left renal seemed to just stay put, and the right side of the device came back in an unusual fashion. As reported the fsa had the physician stop immediately and open the constraining mechanism. The left renal was covered by less than 20% and the physician was unable to get the device to come back anymore. As reported the right side was malpositioned (the proximal portion of the graft was pulled way down and the proximal portion of the contra limb side stayed in place). An additional gore® excluder® conformable aaa endoprosthesis aortic extender component was used as a cuff to gain appropriate seal on the right side. No adverse procedural complications or poor patient outcomes were noted. It was reported by the fsa that ballooning was performed.